Event description:
It was reported that the anesthesia system generated alarms for high airway pressure. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
We have not received any information about any service intervention and/or replaced parts. A complete set of device logs was received. A successful system checkout was performed prior to the event. The logs contain several clinical alarms such as expiratory minute volume: low, fisev: high, etco2: low, etsev: high, airway pressure: high on several occasions throughout the case. Several switches between automatic ventilation (both pressure control and volume control) and manual ventilation can be seen in the log. Prior to the event, the technical log contains technical error codes that indicate some vaporizer issues. There were no technical vaporizer issues during the actual event. Based on the lack of information about service intervention and/or replaced parts , we have not been able to determine the true case of the experienced event.

Event description:
Manufacturer's reference number: (B)(4).